Manufacturer narrative:
(B)(4) evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that nothing could be done with reservoir; it did not function. Reservoir would be replaced.